Event description:
It was reported that the pump touch screen was cracked and unresponsive. An unspecified alarm also occurred. There was no reported adverse impact to customer's blood glucose. The customer reverted to an alternate method in insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to h10 statement : the device was expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.